Manufacturer narrative:
Additional information: section d4 - valve serial number, UDI number, expiration date. Section d6 - implant date. Section h4 - manufacture date.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest in addition to cardiac remodeling, patient co-morbidities may have contributed to the worsening pvl and subsequent re-dilation of the valve. Procedural factors (over dilation of the existing valve) likely contributed to the central leak observed post re-dilation of the valve and subsequent valve in valve procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 4 months post implant of a 23mm sapien 3 valve in the aortic position, worsening paravalvular leak (pvl) was detected. Re-dilation of the implanted valve was required. As reported, the patient became symptomatic approximately 1 year and 4 months post implant of a sapien 3 valve. Tee indicated mild to moderate pvl, with moderate pvl along the anterior leaflet of the mitral valve. The decision was made to re-dilate the valve. Following the placement of a sheath, a non-edwards balloon catheter was used to re-dilate the valve. Post re-dilation, tee indicated the pvl was resolved. However, a solid mild central leak was observed. A new 23mm sapien 3 valve was prepared and successfully implanted in the existing valve. The deployment of the second valve went well, without incident. Post deployment, the new sapien 3 valve was well-seated with no leak. The patient was extubated and transferred to the cardiac surgical intensive care unit in stable condition. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.